Event description:
It was reported that the threshold had continuously increased since implant two months previous. When repositioning was unsuccessful, the lead was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.